Manufacturer narrative:
H.6 investigation summary: a complaint of the wrong product being inside the box was received from the customer. No product or photo was returned by the customer. The customer complaint of packaging issue - mixed product could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30202e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. E1. Address information was not able to be obtained, therefore, nj was used as a place holder. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd extension sets - 20" standard-bore IV extension set has a different identification than the box. The following information was provided by the initial reporter: wrong products boxed in the case of product "case of item 30202e, in the case was item 22059e(12 ea.) " (per customer).